Event description:
It was reported that the patient developed a rash under the mass and tape collar of the device. The rash has persisted for approximately 3-4 days prior to receipt of complaint. Skin care was reviewed and patient was referred to their physician for antifungal powders. No further information was reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Activelife 1-piece drainable cut-to-fit pouch w/durahesive plus skin barrier w/1-sided comfort panel and tape collar 12" transparent. Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.